Event description:
It was reported that with the patient under anesthesia and during system warm-up, prior to beginning the prostate procedure, a "connect footswitch" message was displayed. It was found that the systems footswitch cable was "snapped". The case was rescheduled. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Service in the field was performed on (B)(4) 2015. The replaced footswitch was returned to manufacturer on (B)(4) 2015.

Manufacturer narrative:
System analysis/service repair: the system was evaluated in the field and the customer report of a broken cable / broken footswitch connector pins was confirmed. The footswitch was replaced, the system tested and verified to specification.